Event description:
Both implants ruptured, at an unknown time. The pt was diagnosed with demylinating polyneuropathy and a brain spect came back wih abnormalities associated with toxic chemical exposure. The pt's neurologist advised them to have the implants removed and not replaced with any other typed implant.the pt's condition has improved soemwhat with the exception of muscle & joint pain, fatigue, & headaches, and also recurrent shingles.